Event description:
Dr encountered blood leakage during procedure. While no immediate health concern, there is the potential that the health care provider may have been in contact with a bloodborne pathogen.